Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to left ventricular (lv) lead thresholds which had been elevated for an unknown period of time. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.